Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. A battery cap stripped coin slot was noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that they were unable to remove the battery cap and noticed the insulin pump's casing was cracked. The battery cap was also damaged from trying to remove it. Customer's blood glucose level was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.